Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was 553 mg/dl at the time of incident. The customer's blood glucose was 537 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer performed high pressure test and the insulin pump failed. The customer stated that the insulin pump did not alarm no delivery during high pressure test. The customer declined to troubleshoot for low blood glucose. The insulin pump will be returned for analysis.